Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of cervical radiculopathy. It was reported that the patient had sudden pain at the ins site starting on (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member. It was reported that the patient had not yet heard back from a manufacturer representative or their healthcare provider. It was reported that the patient needed their system adjusted and needed it to be explanted soon. No further complications are anticipated.